Event description:
Additional information received reported the patient did not have a 50% or greater symptom reduction, they were in great pain, and they were not able to feel stimulation when sitting normally and walking. The patient felt stimulation in the appropriate areas when sitting extremely straight or laying down. The patient still had concerns regarding their device or therapy, but they were working with their healthcare professional or a manufacturing representative. The cause of the event was not determined and it was unknown if the event was device related. The patient was reprogrammed by a manufacturing representative and the patient was receiving stimulation, but not much pain control. The patient outcome was not recovered and their symptoms or issues were ongoing.

Event description:
It was reported the patient¿s stimulation ¿comes and goes.¿ no interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
The patient's device was reprogrammed and sensor was activated. The programming results and patient status was unknown.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).